Event description:
It was reported that the right ventricular (rv) lead was oversensing and triggered a lead integrity alert (lia) for high rate non-sustained episodes and sensing integrity counter (sic). In addition the pacing impedance increased and the r waves dropped. There was likely an impending lead fracture. The lead was initially reprogrammed and subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.